Event description:
The complainant reported that a patient developed a bleed from their access site during impella 5.5 support. The patient received nine units of blood and a pressure dressing was applied to the site. When the bleed persisted, the patient was taken to the operating room for a washout and it was discovered that the patient was experiencing a muscle vessel bleed. Additional blood products were given and the vessel was repaired. Support continued uninterrupted.

Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.